Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, ¿postoperative bone fracture and pain.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-02201 / -06099).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure is necessary due to patient allegations of pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient medical record reports patient was revised (B)(6) 2014 due to grinding, squeaking, pain, and elevated metal ion levels. Patient operative (op) notes report the presence of metallosis, black staining of tissue, metal debris, and corrosion on the trunion. The revision op report notes metallosis was also observed around and behind the cup with cavity formation anteriorly, distally, and inferiorly and that the cup was in a vertical position. The cup and head were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure is necessary due to patient allegations of pain. There has been no reported revision to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown, manufacture date - unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.